Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the lead had out of range impedance, oversensing and loss of capture. The lead was explanted and replaced. Upon visual inspection of the explanted lead they observed fluid in the inner lumen of the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the full lead in segments was returned for analysis. There were cosmetic depressions on the outer insulation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected device conclusion - evaluation summary: (B)(4) no anomalies found; the full lead in segments was returned for analysis. Blood/body fluid was observed on all conductors (not obstructed) and there were cosmetic depressions on the outer insulation.

Event description:
Asku